Manufacturer narrative:
An isi field service engineer (fse) investigation was completed. The fse confirmed that the customer was able to remove the stapler instrument from the patient. The customer used another stapler on a following case with no issues. The system is in use. The stapler 45 instrument has not been returned for failure analysis as of the date of this report. The cause of the reported operative complication is unknown at this time. If additional information is received, a follow-up MDR will be submitted. System error log review was conducted during the support call and confirmed a stapler 45 (sn: (B)(4)) unclamping failure in its operation. A review of the instrument log was conducted for endowrist stapler 45 instrument pn: 470298-14 // ln: t102008130083 and found that the instrument was last used on (B)(6) 2020 on system (B)(4) and it had 45 of 50 uses remaining. While all other reusable instruments used in the case have not been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: an endowrist stapler 45 instrument allegedly failed to fully release from tissue when commanded by the user or system. The surgeon elected to convert and complete the procedure laparoscopically with no patient injury. Although there was no reported patient injury, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, while using an endowrist stapler 45 instrument, the customer went to fire the stapler, staples formed but there was a loud 'clunk' sound and the instrument would not release from tissue. The intuitive surgical, inc. (Isi) clinical sales representative (csr), who was present during the case, had operating room (or) staff use the stapler release kit (srk) to try and release the tissue but the customer was not following the instructions. An isi technical support engineer (tse) walked customer through proper use of the srk and tissue would still not release. The tse informed the customer that the surgeon would need to find an alternative method to release the instrument from tissue. The tse asked the csr to stay on the line but the call ended. At the time of the support call, the customer was working to remove the stapler instrument from tissue. The procedure was expected to continue as planned and there was no reported injury. On 09-dec-2020, isi obtained the following additional information regarding the reported event: during a da vinci-assisted pulmonary wedge resection procedure, an endowrist stapler 45 instrument fired on lung tissue with a green reload on its first attempt to fire, but the jaws became partially stuck on lung tissue. The stapler fired upon full sequence, the knife went all the way through, and, ¿the staple line was fine¿. However, upon the last portion of the fire, there was a, ¿loud clunk¿ and a message presented to open the jaws with a stapler release kit (srk). The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. There was no buttress material in use. There were no malformed staples; it was reported that, ¿the staple line was fine¿. The csr attempted to walk the customer through the process of using the srk to try to release tissue but the customer did not follow instructions. A call was placed for technical support and an isi tse attempted to walk the customer through proper use of the srk and tissue would still not release. The tse advised that the surgeon attempt an alternative method to release the instrument. The surgeon introduced a hand-held laparoscopic stapler instrument and upon, ¿applying traction against the lung tissue, and since the jaws of the endowrist stapler 45 were slightly open¿, the surgeon was able to successfully release the instrument from the lung tissue without incident. There was no additional/unexpected tissue removal and no additional/unexpected bleeding. There was no report of a stapler reload being stuck on tissue. Once the instrument was released and removed, the surgeon elected to convert and complete the procedure laparoscopically with no patient injury. The patient is reported as doing fine, recovering at home.